Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 1452-t-52 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient started to develop twitching and diaphragmatic stimulation when in a standing position. It was determined that the left ventricular (lv) lead experienced pacing failure and elevated threshold resulting from lead dislodgement. The lv lead was reprogrammed and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.